Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension, product ID neu _unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that the patient had irritation in area of stimulator infraclavicular. The patient had a medical device site reaction. The patient had feeling of traction on neck and loosening of implantable neurostimulator (ins). The event required surgical intervention to prevent permanent impairment to a body function or body structure. The event was unlikely or unrelated to the surgery, stimulation, system, medication, or preexisting/underlying diseases. The outcome was resolved completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.